Manufacturer narrative:
Unit passed the displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test. No motor error alarm and no excessive no delivery alarm noted. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer's husband reported via phone call that his wife's insulin pump received motor error. The customer¿s blood glucose level was 223 mg/dl. The customer reported that they received a motor error alarm and also had no delivery alarm during bolus. The insulin pump will be returned for analysis.